Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - title: urology coordinator h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the universa soft ureteral stent set¿s stent was found broken during a stent removal procedure. The stent was placed on (B)(6) 2026 during the cystoscopy and ureteroscopy with laser lithotripsy and stent placement procedure. The device was removed on (B)(6) 2026 with graspers and was found broken. It was unknown if the device broke in the patient or during removal. The physician confirmed the device did not remain inside the patient¿s body. The procedure was successfully completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.